Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the device was explanted and upgraded to an implantable pulse generator (ipg).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was having noisy oversensing episodes. The icm was repositioned, however, there is still noise and also undersensing. The device remains in use. No patient complications have been reported as a result of this event.